Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3093-28, lot# v988006, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 10-apr-2016, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient knew that their lead #1 was kind of ¿messed up.¿ when asked if they meant program 1 wasn¿t helping them or if there was an issue with the lead the patient stated the lead was messed up. The patient noted their healthcare provider told them it was not reading correctly like 2 months ago. The patient stated they were in program 4 at the time of the call and they were testing the programs and could still feel something in program 1. The patient wanted to know if program 1 correlated to lead #1, so this was reviewed. The patient was advised to clarify with their healthcare provider what exactly was messed up. No patient symptoms were reported. No further complications were reported.